Event description:
It was reported that the piston on the pump was not extending and retracting properly during the load process. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.